Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) had triggered for the right ventricular (rv) lead with increased sensing integrity counter (sic) and variable pacing impedance. Additionally noted were high rate non-sustained (hrns) episodes which show possible double counting. The lead remains in use. No patient complications have been reported as a result of this event.